Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing non-sustained oversensing due to intermittent undersensing. Patient was presyncopal. Programming changes were recommended. Patient expired for reasons unrelated to the device.